Event description:
This lead was implanted on (B)(6) 1993 and was capped on (B)(6) 2011. Lead had sending of 1.5, impedance of 460 ohms and a threshold of 4.1 v @ 0.4ms. The 1 physician was dr. (B)(6) at (B)(6) center in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).